Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that after surgery in (B)(6) 2013 the patient experienced pain. It was also reported that a breakage was detected by x-ray on (B)(6) 2013. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Implant date reported as (B)(6) 2013. Explant reported as (B)(6) 2013. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records was performed and it was deemed invalid; invalid-part and lot number provided, therefore DHR review is deemed to be indeterminate. Placeholder.

Manufacturer narrative:
The device was sent to rms foundation for material analysis (report (B)(4)). Based on the topography of the fracture surface, we can conclude that the nail was subjected to moderate dynamic bending loads (one sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role, too. No evidence of material or manufacturing defects. A review of device history records (lot#8371590) for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.